Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm and stated that the keypad was unresponsive. Customer reported that she wears the insulin pump in her bra. Customer also mentioned receiving a motor error alarm during bolus and stated that they were unable to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 192 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. This insulin pump is unable to prime during prime/a33 test due to faulty force sensor resistor gold. No motor error alarms noted and motor was tested outside the device and passed. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. The insulin pump has minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and missing end cap sticker.